Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) /2012; uretex sup urethral support system; catalog # 485013; (B)(6). Attorney.